Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device no longer had the ability to view a patient's ECG rhythm in paddles lead. This would prohibit the device from being able to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.